Manufacturer narrative:
Reliability analysis inspected 1 opened/used partial sensor and unable to confirm insertion/needle anomaly due to customer did not return insertion needle; only sensor.

Event description:
The customer reported via phone call that they experienced sensor anomaly. The customer's blood glucose value was unknown. The customer stated that the sensor broke when he tried to pull the insertion needle out. The product was returned for analysis.